Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon catheter broke approximately two feet from the hub. Another balloon was advanced and inflated in the distal end of the catheter, trapping the broken emerge balloon catheter. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. Returned product consisted of an emerge balloon catheter. The balloon was tightly folded. The tip, hypotube, inner and outer shafts were microscopically and tactile examined. Inspection revealed numerous kinks in the hypotube, with a separation at 59 cm form the strain relief. The ends of the separation were oval, as if kinked prior to separation. There was also a kink in the distal outer, 18.5 cm from the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.00mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, during the procedure, the balloon catheter broke approximately two feet from the hub. Another balloon was advanced and inflated in the distal end of the catheter, trapping the broken emerge¿ balloon catheter. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.